Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that after a therapeutic transurethral resection of the bladder tumor (turbt) with injection of a medical solution procedure, the cleaning staff noticed a broken and partially missing ceramic insulation at the distal end of the suspect medical device. It is unknown when exactly this damage occurred and whether a fragment/part fell inside the patient during the previous procedure which was reportedly completed without any complications. However, a CT was performed where no foreign objects were noted. There was also no report about an adverse event or patient injury.